Event description:
Insert labeled as 12.5mm/std, when opened during surgery was actually 10.0mm/std.

Manufacturer narrative:
Voluntary recall. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.